Event description:
It was reported that during a lap cholecystectomy, jamming occurred and an unformed clip fell out when the device was used inside the abdominal cavity. When the device was checked out of the patient, it functioned properly. However, when it was used in the patient, the same event occurred. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Jaws, advancer. Additional information was requested, but unavailable: the analysis results of the device found that it was received with jaws in the closed position. The trigger was manually assisted in order to open the jaws; one malformed clip was released. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing the device, a double feed incident occurred during the first firing sequence causing two malformed clips, the clips were removed to test the device; the next firing the clip was conforming; the last two firings, the tip of the advancer slid toward tissue stop causing that the jaws remained closed. The trigger was manually assisted in order to open the jaws without any difficulties noted; pear shaped clips were released. In addition, the device locked out as intended but the orange indicator was under traveled due to double feed. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, no anomalies were found in the internal components. The batch record was reviewed and no anomalies were noted during the manufacturing process.